Event description:
It was reported that this electrode was examined using x-ray imaging and a computed tomography scan one day after it had been implanted and was found to have entered the patient's thoracic cavity. The lead was revised and repositioned. This electrode remains in service. No additional adverse patient effects were reported.